Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported device had channel error was not identified during the customer call. The tech support recommended to send the unit in for repair under warranty. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that large volume pump gave a channel error. Customer did check the sensors, however issue persists. There was no patient involvement.